Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Concomitant medical products: lnq11 implantable cardiac monitor, implanted: (B)(6) 2015.

Event description:
It was reported that the patient had a syncopal episode. The right atrial (ra) and right ventricular (rv) lead exhibited noise, pacing inhibition, and had dislodged. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient fell.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.